Manufacturer narrative:
Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensors were popping out and the tape was not sticking. Customer's blood glucose reading at the time of the call was 44 mg/dl and stated that it may be stress related. No further information reported.